Manufacturer narrative:
Date of event: as the date of the follow up examination was reported as an unknown date in (B)(6) 2020. (B)(6) 2020 is being used as an estimated date of event.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (ctag). Ctag device#: (B)(4) was implanted distally, and ctag device#: (B)(4) was implanted proximally. It was reported that a small ulcer-like projection (ulp) was observed at the distal end of the distal device. At the follow up examination on an unknown date in (B)(6) 2020; aortic dissection was noted at the distal edge of the distal ctag device. It was also reported that the ulp noted during the index procedure at the distal end of the distal ctag device had expanded postoperatively. On (B)(6) 2020, re-intervention was performed. An additional stent graft was implanted distally to cover the ulp. It was reported that the proximal landing zone of proximal ctag device#: (B)(4) had shortened. There was no noted proximal type I endoleak on the proximal ctag device. As a preventive treatment an additional stent graft was implanted proximally to extend the proximal sealing length. There were no further reported issues; the patient tolerated the procedure.